Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.